Event description:
It was reported that the dermatome skipped over the skin. No further injury or adverse consequences were reported as a result of the incident.

Manufacturer narrative:
Device was not returned to the MFR for eval at the time of this report. If the device is returned to the MFR, a follow up medwatch will be submitted once the investigation is completed.